Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic repair of an incisional hernia on (B)(6) 2014 and mesh was implanted.  Following the surgery the patient reported consistent pain. On (B)(6) 2015 the patient was admitted to (B)(6) hospital in (B)(6) with a small bowel obstruction. Dr. (B)(6) performed an exploratory laparotomy and lysis of extensive adhesions, resection of the small bowel, debridement of the abdominal wall, and removal of the mesh device. Dr. (B)(6) noted ¿very extensive adhesion¿ and the ¿small bowel stuck to the mesh.¿ on (B)(6) 2015 he was admitted to (B)(6) hospital (B)(6) where he was found to have two chronically draining fistulas. Dr. (B)(6) performed an exploratory laparotomy and noted ¿extensive small bowel adhesions¿ as well as ¿a remnant¿ of infected mesh. Dr. (B)(6) excised the remaining piece of the mesh device, lysed the adhesions, and debrided the abdominal wall. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6)2015.

Manufacturer narrative:
It was reported that following insertion the patient experienced abdominal pain. No additional information was provided.